Manufacturer narrative:
Insulin pump received with operating currents within spec. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Device received with cracked case at display window corners, lcd window and battery tube threads.

Event description:
Customer reported via phone call that the reservoir compartment was cracking around the top and o-ring was missing. Customer's blood glucose was 269 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.